Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that allegedly due to inoperable keys, door assy of the six large volume pump modules will be replaced. There was no reported patient involvement.